Manufacturer narrative:
Patient ID reported as (B)(6). This report is for two unknown locking screws/unknown lots. Approximately 10 year prior to explant on (B)(6), 2015 without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an implant removal was performed on (B)(6), 2015 in preparation for a total knee prosthesis. The original procedure to repair a tibial fracture occurred approximately ten (10) years ago. Removed hardware included an intact tibial plate and four locking screws; the two distal screws were found broken. All screw fragments were retrieved; nothing was left behind. This caused an approximate twenty (20) minute surgical delay. The procedure was completed successfully. This report is for two unknown locking screws. This is report 2 of 2 for (B)(4).